Event description:
According to the reporter, while performing gastro-enteral anastomosis during a bypass gastroplasty, start of correct stapling, but reaching half of the load, the staples did not find the fixed stop, thus not preventing the normal process for formation of the correct staple line. Stapler stopped firing and the surgeon returned the cutting blade without a hitch. There was incomplete staple line distally and had poor staple formation. A new side stapling of the staple line was performed with the use of new reload. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.